Event description:
Additional information was received that a procedural delay of approximately 15 min occurred as a result of the infold. After the plug was deployed, the pvl reduced to trace.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012416831); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012428112); product type: 0195-heart valves, product ID d-evolutfx-2329 (lot: 0012416831); product type: 0195-heart valves; product ID evolutfx-26 (j246583); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a calcium score of 4000 with no calcium in the left ventricular outflow tract (lvot) or sinotubular junction (stj) and only calcium in the leaflets, apre-implant balloon aortic valvuloplasty (bav) was performed. The valve was successfully loaded. The valve was flared to the correct depth using the three markers. The valve was 80% deployed and an infold was noted. The valve was recaptured and redeployed in a good position. The infold was noted again. It was unknown if the infold was due to the device or due to the anatomy therefore the valve was recaptured and removed. A new valve and delivery catheter system (dcs) were used and successfully loaded with an infold to node 2. The valve was deployed to 80% and an infold was noted. The physician felt the infold was due to the calcium in the leaflets, especially the non-coronary cusp (ncc). The vale was deployed at a good depth. The initial injection showed paravalvular leak (pvl). An echocardiogram confirmed severe pvl. A plug was deployed to improve the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Image review: static images and media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the leaflets were calcified therefore a pre-balloon aortic valvuloplasty was performed. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported the infold occurred after the first deployment attempt. It was reported that another deployment attempt was made with the same outcome. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Fluoroscopic valve load inspection for the new valve was not provided for review thus it is not possible to validate a good load with the new system. It was reported that upon deployment of the new valve just prior to the point of no recapture, an infold is noted. Despite the infold, the valve was released and significant paravalvular leak was reported. Consequently, a post implant dilatation was performed. Ultimately, it was reported that a plug was deployed to improve the paravalvular leak. No dicom imaging provided. The imaging provided does not show pvl. Frame appears under expanded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a calcium score of 4000 with no calcium in the left ventricular outflow tract (lvot) or sinotubular junction (stj) and only calcium in the leaflets, apre-implant balloon aortic valvuloplasty (bav) was performed. The valve was successfully loaded. The valve was flared to the correct depth using the three markers. The valve was 80% deployed and an infold was noted. The valve was recaptured and redeployed in a good position. The infold was noted again. It was unknown if the infold was due to the device or due to the anatomy therefore the valve was recaptured and removed. A new valve and delivery catheter system (dcs) were used and successfully loaded with an infold to node 2. The valve was deployed to 80% and an infold was noted. The physician felt the infold was due to the calcium in the leaflets, especially the non-coronary cusp (ncc). The valve was deployed at a good depth. The initial injection showed paravalvular leak (pvl). An echocardiogram confirmed severe pvl. A plug was deployed to improve the pvl. No adverse patient effects were reported. Additional information was received that a procedural delay of approximately 15 min occurred as a result of the infold. After the plug was deployed, the pvl reduced to trace. Additional information was received to report the medtronic valve was snared to keep it in an optimal position while a non-medtronic valve was implanted. Additional information was received to correct the previous information: a snare was not used. Additional information was received to correct and clarify the previous narrative: only one valve was implanted (the second medtronic valve). Essentially paragraph three above is null and void.

Manufacturer narrative:
A third paragraph was added. Corrected data - the following were inadvertently omitted from the initial medwatch and two supplemental medwatch reports: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a calcium score of 4000 with no calcium in the left ventricular outflow tract (lvot) or sinotubular junction (stj) and only calcium in the leaflets, apre-implant balloon aortic valvuloplasty (bav) was performed. The valve was successfully loaded. The valve was flared to the correct depth using the three markers. The valve was 80% deployed and an infold was noted. The valve was recaptured and redeployed in a good position. The infold was noted again. It was unknown if the infold was due to the device or due to the anatomy therefore the valve was recaptured and removed. A new valve and delivery catheter system (dcs) were used and successfully loaded with an infold to node 2. The valve was deployed to 80% and an infold was noted. The physician felt the infold was due to the calcium in the leaflets, especially the non-coronary cusp (ncc). The valve was deployed at a good depth. The initial injection showed paravalvular leak (pvl). An echocardiogram confirmed severe pvl. A plug was deployed to improve the pvl. No adverse patient effects were reported. Additional information was received that a procedural delay of approximately 15 min occurred as a result of the infold. After the plug was deployed, the pvl reduced to trace. Additional information was received to report the medtronic valve was snared to keep it in an optimal position while a non-medtronic valve was implanted.